Event description:
Deflations of mentor implants. Originals implanted in 1992. First deflation in 1996, second in 1997 with proceeding infection, pain and nerve damage. Numbness or pain in both breasts. Third deflation in 2002. Originally, it was never disclosed to the rptr that deflations statistically occur every 5-10 years, only leaks or deflations could occur, preventing an informed decision. Who is tracking the number of deflations outside of mentor? Why isn't this co held responsible for disclosing the failure rate statistics and subsequent damage and infection rates so pts can make an informed decision prior to these recurrent, costly, and damaging reconstructions? Who is tracking the deflations and damage and holding mentor accountable?